Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No bolus delivery anomaly noted during testing. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that customer was hospitalized due to high blood glucose of 407mg/dl on (B)(6) 2018. Customer¿s current blood glucose was 118mg/dl. Customer was treated with bolus. Customer had symptoms like nausea, vomiting. Customer was wearing insulin pump at time of hospitalization. Customer alleged for insulin under delivery. Customer reports insulin exited at the quick release. Customer also stated that insulin pump was not working but customer passed displacement test. Insulin pump will be return for analysis.